Manufacturer narrative:
(B)(4). Field service engineer visited the site and the most recent preventative maintenance was done on (B)(4) 2014, which was after the surgery date. It was noticed while at the site that there was dust in the air vents outside of the clean room door, and cleaning the vents regularly was recommended. In addition, changing gloves after scrubbing instruments and never touching sterile field or tray with the same gloves was recommended as technician was seen cleaning instruments with universal cleaner and sterile water then with same gloves on touching edge of sterile field on a sterile tray with the same gloves. Sterilizers were asked to be serviced regularly, which was not done for two years. The indicator strips were recommended to be used with every batch, and performing spore testing, neither of which was not being followed currently. The surgeon stated that he would change his post op drops from generic predforte to non generic. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with mild diffuse lamellar keratitis (dlk) in left eye one day post treatment. Pre-op bcva was 20/15 in the left eye. Patient with trace dlk at 1 day post-op. Post-op bcva was 20/15-1. On (B)(6) 2013, trace dlk. On (B)(6) 2013, no dlk.